Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridges. The customer experienced blood glucose (bg) levels ranging in the 400's mg/dl range and moderate ketone levels. Correction boluses via the pump were delivered to address the bg levels. The past occlusion alarms were resolved by performing supply changes. An infusion set change was performed to address the current occlusion alarm. After the infusion set change, a test bolus was successfully delivered without an occlusion alarm occurring. The customer alleged there was an underlying pump issue causing the occlusion alarms. During a follow-up, it was reported an additional occlusion alarm occurred. A system check was performed and the occlusion was found to be within the infusion tubing. An infusion tubing change was performed to address the occlusion alarm. The customer's bg level during the follow up was 373mg/dl and the customer declined to provide details regarding how the bg level was addressed. Reportedly, the customer reverted to manual injections for insulin therapy.